Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a pump stop event; however, a specific cause for the event could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported driveline infection could not be conclusively established through this evaluation. The submitted log file was reviewed and contained data from (B)(6) 2021. A transient pump stop was captured on (B)(6) 2021 at 13:33:11 while the device was connected to the power module. The pump stop was associated with low speed hazard and motor stop alarms. The pump otherwise operated at or above the low speed limit. There were no other notable alarms active in the log file. Multiple requests regarding the device return have been submitted to the account; however, (B)(6) has not been returned for evaluation at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 20jun2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "pump performance monitoring") includes information on caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This IFU outlines the appropriate actions to perform in response to the pump stopping. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate ii lvas patient handbook, rev. C, is also currently available. This document contains several sections with information on how to prevent and control infection as well as information on caring for the driveline exit site. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump stop while in the operating room on the orange cable. Log file analysis confirmed pump stop on (B)(6) 2021 at 13:44. The patient was in surgery for driveline debridement with wound vacuum assisted closure placement. The cause of the pump stop was not known. The site was not able to confirm if the patient was on no ground patient when the pump stop occurred. The patient was connected to the power module when the pump stop occurred. The patient was sleeping on battery power which was not recommended. The patient underwent transplant on (B)(6) 2021.